Manufacturer narrative:
Altitude alarm- no failure identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. In addition, it was reported that the customer received an altitude alarm. The customer's blood glucose (bg) level was 232 mg/dl. The customer cleared the alarm and administered a correction bolus and used lantus insulin to address bg level. It was confirmed that the customer has manual injections available as alternate insulin therapy.